Event description:
Event description guidant received information that the patient was in a procedure to upgrade to another pacing system. The atrial lead appeared to be affixed to the ventricular lead. Lasering in this region resulted in the damaging of the atrial lead. Next, the doctor lasered out the ventricular lead with the exception of the tip electrode. Attempts to extract the atrial lead caused it to break about half way. Using a basket catheter, the atrial lead was snared and pulled into the sheath. The lead broke leaving a quarter of the lead left in the body. With traction, the lead broke again leaving just the electrodes.